Event description:
The customer reported her blood glucose reached 22.0 mmol/l (396 mg/dl) and that the cannula was out of the skin. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were review and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.